Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced high blood glucose. The customer blood glucose level was 500 mg/dl. Customer treated with manual injection. Customer also stated that insulin pump had insulin flow block alarm. Customer also reported that they are unable to troubleshoot at time of call. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, compromised force sensor system test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted.